Event description:
It was reported that a malfunction alarm occurred with malfunction code 12. There was no reported adverse impact to the customer's blood glucose level. The caller could not perform the reset during the initial call but planned to call later for assistance in resetting the pump to resolve the issue.